Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions. .

Manufacturer narrative:
According to the facility, the wires were exposed "on patient" causing a "burn on arm due to exposure" and the wires touching the infant's skin. The patient was burned on both sides of where the pulse ox was placed. The burn was identified by the patient's mom first. There was no further information. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the wires were exposed "on patient" causing a "burn on arm due to exposure" and the wires touching the infant's skin.